Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 18 f sheath hole prior to a cardiac ablation procedure. Reportedly a cuff miss [suture retrieval issue] occurred for two proglide devices. The sutures of two new proglide devices were successfully pre-placed and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other proglide device referenced is filed under a separate medwatch report number.